Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3085 sp surgical table. The technician spoke with facility personnel who stated that they had been storing items on the base of the table. The technician tested the function of the table and was able to duplicate the reported event. The technician observed that the table's shroud cover was bent, and the auxiliary over ride control switches were damaged. The root cause of the reported event can be attributed to user error as user facility personnel had been storing items on the base of the table. The 3085 sp surgical table operator manual states (pg. 1-3): "caution - personal injury and/or equipment damage hazard: storing items on the table base may result in equipment damage causing inadvertent tabletop movement placing patient and/or user at risk of personal injury. Do not use table base for storage. The technician made the necessary repairs, tested the functionality of the table, and found it to be operating according to specification. The table was returned to service. While onsite, the technician counseled user facility on the importance of never storing items on the base of the table in accordance with the operator manual instruction. No additional issues have been reported.

Event description:
The user facility reported their 3085 sp surgical table began to move into flex position without being commanded to do so during a patient procedure. The patient was transferred to a different surgical table causing a procedure delay. The procedure was completed successfully. No report of injury.